Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette during drain 3 of 4 then a pump a vs. B volume error during fill 4 of 4. The patient stopped treatment and found fluid leaking. Fluid was in the pump module area of the cycler and on the external cassette. Patient was advised by pd nurse to use cycler next day. In a follow up, the pd nurse verified the fluid leak. There was no harm, intervention, or adverse event for the patient. The pd nurse told the patient to use a different lot of cassettes and the patient has been doing treatment with the same cycler. The cycler set is not available to return for investigation.